Manufacturer narrative:
On october 19, 2023, mentor received additional information regarding the device date of explantation. The device date of explantation has been reported to be (B)(6) 2023. Section d6b. Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4), the initial medwatch report submitted on (B)(6) 2023 reported that the date of event was january 01, 2018. The date of event for this capsular contracture on the right side is unknown.

Manufacturer narrative:
On october 24, 2023, mentor received additional information reporting that the patient was to undergo device explantation on (B)(6) 2023. Section d6b. Has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3-4) on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Section e1. Initial reporter phone: (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 27, 2024, mentor received additional information regarding the patient's replacement device. It was also reported that the patient's replacement device was a allergan device (non-mentor). Manufacturer¿s reference number: (B)(4).